Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, pause episodes due to under sensing were noted on the device , likely from postural changes. Programming changes were discussed. No intervention was made. The patient was stable and will continue to be monitored.